Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The current black box showed no evidence of an intermittent power event. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An ¿intermittent power¿ event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or lose components inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The battery compartment was found to be cracked and the pump case was found to be damaged. Additionally, the battery cap was cracked but still able to fully tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.